Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative result while testing a blood sample using the vidas® sars-cov-2 igm test kit (reference # 423833, lot # 1008125220). A blood sample was collected for serological testing and the sample was found negative when testing on vidas® sars cov-2 igm and vidas sars cov-2 igg. Alternate methods: pcr: positive. Other serology techniques: positive. A second sample was collected the following week and was positive using vidas® sars cov-2 igm. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated. Note: reference 423833 is not sold or distributed in the united states. However, u.s-only product reference, 423833-01, has the same formulation and physical properties as reference 423833.

Manufacturer narrative:
A customer in(B)(6) notified biomérieux of obtaining a false negative result while testing a blood sample using the vidas® sars-cov-2 igm test kit (ref.423833, lot 1008125220). In response to the customer complaint biomérieux conducted an internal investigation. Review of manufacturing records and quality data associated with lot 1008125220 found no anomalies during the manufacturing, control and packaging stages. The customer sample was not provided to biomérieux for investigation. Biomérieux tested four (4) internal sera across seven (7) different lots that included lot 1008125220. All results passed and the results obtained with lot 1008125220 are on trend with the other lots. The root cause of the customer's false negative result could not be determined, as the sample was not provided for investigation. The investigation concluded vidas® sars-cov-2 igm test kit lot 1008125220 is performing within specification.